Manufacturer narrative:
B5: upon clarification, the separation was between the light blue mainbody and the twist sleeve. H10: the sample was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye noted a broken occluder feet beneath the twist clamp. The broken occluder would allow the twist sleeve to separate from the light blue mainbody. The reported condition was verified. The cause of the broken occluder feet could not be determined; however, over torqueing of the twist clamp could cause the occluder feet or legs to break. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set was broken; further described as ¿the patient went to take the minicap off to connect the patient line and the dark blue part of the transfer set pulled out from the twist clamp portion.¿ this occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.